Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the corrosion inside pump air tubing occurred due to degradation of a component. However, no presumable cause could be determined for the dust inside pump air tubing and air water suction had found visible dry fluid debris. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for evaluation related to separate issue. During testing, the service technician identified the device had dust inside pump air tubing, corrosion inside pump air tubing and air water suction had found visible dry fluid debris. There was no patient involvement.